Manufacturer narrative:
A supplemental medwatch will be submitted when the investigation has been finalised. Ref (B)(4).

Event description:
It was reported that the ventilator generated a high pressure alarm. There was no pt injury. (B)(4).